Event description:
Customer reported there was no data transmission on the panorama central station which may have resulted in a loss of ambulatory telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Mindray service representative replaced the systems repeater and resolved the issue.